Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? If yes, were the staple line and cut line equal in length? Or had the device completed the firing? If yes, was there any issue with the staple line and cut line? Unfortunately, I was not in the case and did not get much information about it. So I am not sure what really happened. I was told that it locked out and they needed to open a new one to finish the case.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the device locked up with the knife blade fully extended on an unknown firing. The customer attempted to use the powered reverse button without success. The customer used the manual override feature to remove the device from the patient. It was unknown which reload was used. There was no buttressing material used. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56l47 the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.